Manufacturer narrative:
Approximate age of device: 2 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired due to pump thrombus on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed through this evaluation as the heartmate ii left ventricular assist system (lvas)was not returned for evaluation. Additionally, direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts for additional information were issued to the customer; however, no further information was provided. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the instruction for use (IFU) outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.